Event description:
As reported, this (B)(6) y/o male patient had a revision to retrieved pe explants that showed important wear and delamination. There was massive bone loss osteolysis due to wear particles. Patient was revised to optetrak cc with tibial and femoral wedges as well as bone graft. There was no breakage of device or surgical delay/prolongation. Sales rep. Was unable to obtain x-rays/photos. The device will be return.

Manufacturer narrative:
Concomitant medical products: rbk porous tray size 3f/4t (cat# 262-04-34). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section d10: concomitant medical products optetrak asy hf ps por fem, sz 3, l (cat# 246-02-03 / serial# (B)(6)); three peg patella, 35mm (cat# 200-02-35). (H3) the revision reported was likely the result of joint laxity/instability, which led to uneven force distribution across the joint and prosthesis wear of the tibial insert and patella. The osteolysis reported was likely the result of the prosthesis wear. However, this cannot be confirmed because no x-rays were provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the reported event of "instability¿ is associated with undesirable stability of the joint or implant construct.